Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 9am with a high blood glucose level of unknown. The customer did not mention any form of treatment for their blood glucose levels. The customer does not know what caused their blood glucose to rise. The customer was assisted with troubleshooting and was advised to change their reservoir set.